Manufacturer narrative:
Other relevant device(s) are: model: 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to pass tracer registration. The site continued without navigation. Patient demographic information was refused by the site. There was less then an hour delay to the procedure. There was no reported impact on the patient¿s outcome.